Manufacturer narrative:
This supplemental report was filled to provide additional information regarding follow up to the case. As a result, field b5: "describe event or problem" was updated. Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. This device remains in service. A safe replacement interval calculation was completed. No adverse patient effects were reported. It was mentioned that the patient appeared unlikely to replace device due to insurance concerns. Offered additional analysis as engineering suggested. No more information regarding device replacement could be obtained.

Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
This implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. This device remains in service. A safe replacement interval calculation was completed. No adverse patient effects were reported.